Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: nc traveler. Guide wire: runthrough. Guide catheter: heartrail jl4 6f. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat a de novo, concentric, moderately tortuous, heavily calcified, 90% stenosed lesion in the 2nd diagonal. The patient had previously undergone a stent implantation in the mid left anterior descending (lad) artery. The traveler rx 2.5 x 15mm was advanced to the lesion and crossed; however, there was resistance met with the previously implanted stent in the lad during advancement. During the first inflation at the lesion site, the balloon ruptured at 8 atmospheres for 10 seconds. The traveler rx was replaced with an unspecified balloon catheter and the lesion was dilated without issue. The procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. Prior to use, the catheter was soaked in saline. The device was prepped (air aspiration) outside the anatomy prior to use. No resistance was met when the protective sheath was removed or during removal of the device. No additional information was provided.